Manufacturer narrative:
The device was returned for evaluation. A visual and tactile examination identified that the balloon was tightly folded and had not been subject to positive pressure. No issues were noted which may have potentially contributed to the complaint incident. An examination of the crimped stent identified that the proximal and distal end of the stent was damaged. A visual examination found the stent had moved in a proximal direction, and the first stent strut was noted to be damaged. A visual and tactile examination identified no issues with the shaft of the device. A visual and tactile examination identified no issues with the tip of this device. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the subclavian artery. An 8.0x30x135cm express ld vascular stent was selected for use. However, during unpacking, it was noted that the stent struts were lifted. The procedure was completed with another of same device. There were no complications reported and the patient was stable post procedure.

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the subclavian artery. An 8.0x30x135cm express ld vascular stent was selected for use. However, during unpacking, it was noted that the stent struts were lifted. The procedure was completed with another of same device. There were no complications reported and the patient was stable post procedure.